Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for a high blood glucose of 485 mg/dl and diabetic ketoacidosis. There were multiple no delivery alarms throughout the night despite changing the infusion set. The patient's blood glucose exceeded 600 mg/dl at one point. Troubleshooting was initiated for the no delivery issue. A 5.0 unit fixed prime was attempted but insulin did not exit the tubing. The customer disconnected the reservoir, rewound the insulin pump, and pushed insulin through the tubing via plunger push: insulin exited the tubing. The customer then reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. No products were returned or replaced.